Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: did the tissue pad melt or did any part of the tissue pad detach from the clamp arm and fall off (not melted away, but a piece broke off?): the piece broke off and fell into the operating site (patient) and was later taken out and thrown away. Not sure if the piece was melted or just peeled off. The color of the piece that broke off was white, so it was not burnt. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws: no, but it might be that there was little tissue. I couldn¿t see the exact moment due to bad sight of view in some moments of operation.

Event description:
It was reported that during a hemihepatoectomy with echinococcus procedure, three harhd20 instruments were used in this surgery all together. First one failed with white surface peeled off during the first hour of the surgery. The second harhd20 was performing well for some four to five hours and failed during hemihepatoectomy. Generator asked to remove instrument from patient and clean the instrument. Despite cleaning it really carefully generator asked to replace the instrument. The procedure was finished with the third harhd20. There were no adverse consequences for the patient. Delay of fifteen minutes.

Manufacturer narrative:
(B)(4). Batch n92u3p. The device was returned with the blade damaged with a cracked tip. The tissue pad was damaged, melted, and 100% present and not detached as reported. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.